Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error for the critical block and inverse critical block not adding to zero. Customer claimed that the reservoir icon suddenly went empty and the pump indicated there were 0 units of insulin although it was around 1ml in the reservoir. Customer rewound the pump with the same reservoir and it indicated approximately 94 units. The reservoir was not recognized during use.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the self-test. The insulin pump was monitored for several days and no pump error 15 alarms noted. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. The insulin pump recognized the test reservoir inside the reservoir compartment during the load reservoir feature noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.